Manufacturer narrative:
The reported unit was returned for an evaluation. The unit was inspected per documents 150094 rev.7 and 170186 rev. 8 testing was not completed due to the flow knob coming loose. The complaint was verified. Sechrist technician tightened flow volumn knob and tested unit to meet factory specifications. Unit repaired and returned to customer. A review of the device history record (DHR) was performed. Ventilator model 3000, serial number (B)(4), was manufactured on (B)(6) 2012. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Manufacturer narrative:
The device has not been returned for an evaluation. Should new information become available sechrist will submit an evaluation.

Event description:
It was reported that during pre-clinical check of hbo ventilator the ventilator did not reach maximum expiratory time. No patient involvement was reported.